Event description:
A caller reported encountering two alarms, alarm 2 followed by alarm 26. The customers blood glucose (bg) was 270 mg/dl. The customer addressed the issue by administering a correction bolus via the pump. Technical support instructed the customer to disconnect and check the tubing and administer an additional bolus. The customer declined further troubleshooting, and technical support subsequently closed the case.